Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced not feeling well and the cgm reading 4.2 mmol/l. The patient was brought to the emergency room by their parent, and when a fingerstick was taken the blood glucose reading was 19.7 mmol/l. There would have been no ketones noted. There was no information about treatment, but the patient spent less than 24 hours at the hospital. There was no documentation of further medical intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.